Manufacturer narrative:
Product event summary # ratcheting handles damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the silver tap on the end of the ratcheting handle had gone missing. A replacement ratcheting handle was requested. No patient present.